Manufacturer narrative:
Product was not received for evaluation.

Event description:
Consumer alleges that the controller of her heating pad caught on fire. No injuries or property damage were reported with this incident.